Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of possible left ventricular (lv) oversensing. There was also an allegation that bi-ventricular pacing was proarrythmic for this patient. The device sensing vector was reprogrammed which resolved the issue. The outputs were also increased due to high threshold measurements as a result of patient condition/medication. No additional adverse patient effects were reported. The device remains in service.